Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's wife reported a sensor scan result of 'lo' (reading less than 40 mg/dl) was obtained on (B)(6) 2019. Customer was reportedly asymptomatic but his wife gave him fruit paste five times without taking any blood glucose readings. Customer then experienced unspecified symptoms of hyperglycemia and that "firefighters" arrived and administered 4 units of fast acting insulin. Caller reported that the sensor continued to give a lo message compared to a reading of "more than 500 mg/dl" on a healthcare professional's meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's wife reported a sensor scan result of 'lo' (reading less than 40 mg/dl) was obtained on (B)(6). Customer was reportedly asymptomatic but his wife gave him fruit paste five times without taking any blood glucose readings. Customer then experienced unspecified symptoms of hyperglycemia and that "firefighters" arrived and administered 4 units of fast acting insulin. Caller reported that the sensor continued to give a lo message compared to a reading of "more than 500 mg/dl" on a healthcare professional's meter. There was no report of death or permanent injury associated with this event.